Manufacturer narrative:
There was no contact phone number provided. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 7 for the same event. It was reported from (B)(6) that during unspecified surgical procedures, it was observed the seven lid devices were not working properly. According to the report, when the lid devices were attached to the handpiece devices, the motor did not trigger to the saw mode. It was further reported that the devices were stuck in the lock position and did not turn to saw mode. The reporter stated that there was no alleged malfunction against the handpiece devices. There was a five to ten minute delay in the surgical procedures. It was reported that spare devices were available for use for every surgical procedure. There were no reports injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed testing. The device was disassembled and an injection cavity was detected in the clearance hole of the lid housing. It was determined that it was not possible to lock the device to the handpiece sporadically and the mode switch could not be turned further. Therefore, the reported condition was confirmed. It was determined that a loosened screw was detected as the root cause which could have resulted from a faulty assembly or manipulation and weak design of the shoulder screw. The assignable root cause was determined to be due to faulty construction/design. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.